Manufacturer narrative:
Intermittent up button response due to peeling keypad overlay. Insulin pump passed self test and displacement test. The following were noted during visual inspection: scratched case, missing display window cover, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, end cap address label missing and corroded battery tube. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was a crack on the back of the battery compartment and the up button was not responding. The issue of the frequency was every day and had the issue for about 2 months. Troubleshooting was performed and the buttons had started responding again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.